Event description:
Customer reported, system is displaying low ma error and at boot-up collimator closes down to 0.

Manufacturer narrative:
Service rep troubleshoot system found wires in hi-voltage cable open and also a bad generator back plane pcb. Ordered part, removed and installed parts.